Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high capture threshold and high impedance was observed. Lead was not used and was replaced. Patient's condition was good.